Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient stated that his medical records noted that during the primary surgery, the surgeon tried to put one poly in but was unable to due to a slight mis-alignment of the poly. They tried a second poly and that implant was left in. Part information for the first poly is currently unknown. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, a 3x8 thick insert was placed. However, the anteromedial aspect of the edge of the poly that was very difficult to have it snap in, so a small little area was constantly raised up. A different size poly was trialed and the same issue was coming up. The edges of the tibial tray were freed. There was no evidence of any impingement and it was determined possibly from a slight malalignment in the actual implant could have been the potential cause. After the size 3 poly was inserted the patient was found to have excellent range of motion and stability and thickness with no other issue or poly coming out and the patient was closed.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the reported eh5dc4000 and e21jp1000 found additional reports. A previous DHR review (wpc 7746-2010) did not reveal any related manufacturing deviations or anomalies. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.